Manufacturer narrative:
The device log was downloaded. The pcb central control board (pcb ccb) was requested for investigation. Therefore this pcb was replaced and returned to the manufacturer. The investigation of pcb ccb revealed no hardware failure of this component. It was also verified that the connection of the savina 300 to a patient data management system had no influence in this case. Further analysis came to the conclusion that most likely a data deviation of a display element was detected by the device internal monitoring. As specified for those kind of deviation the device performed one restart to restore a valid data base and to continue ventilation. During the restart the patient system is opened to atmosphere and spontaneous breathing of the patient would be possible. Audible and visible alarms of high priority are generated during the time of the restart. After approximately 12 seconds the savina 300 will continue ventilation with the latest settings. Reportedly, the device was furthermore used on patient after the event. No further problem has been reported.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: the ventilator display was open to select ventilation modes. The patient was ventilated with spn-CPAP-mode. When the user was closing down the set window the ventilators display reverted only partly to normal display and display was ¿stuck¿ partly in the earlier mode. Immediately the ventilator switched itself off and then restarted with same settings within 2 seconds. When savina restarted the respirator was alarming ¿malfunction 99.1449¿. The ventilator continued working as normal after this interruption. No injury reported.